Event description:
The patient was admitted to asklepios kliniken with a diagnosis of diabetic ketoacidosis (dka), following elevated blood glucose (bg) and ketone levels. On (B)(6) 2025, around midday, bg levels had already reached 18 mmol/l (324 mg/dl) and continued to rise, eventually measuring over 30 mmol/l (540 mg/dl) by fingerstick (with a peak of 31 mmol/l (558 mg/dl)). Ketone levels were reported at 12.4 mmol/l. Although a new pod was activated and a 20-unit correction bolus was administered earlier that day, the glucose levels continued to be elevated. As a result, the patient experienced vomiting and drowsiness. Emergency medical services transported the patient to asklepios kliniken. At the hospital, the pod was removed, and the patient received intravenous fluids and insulin therapy. Bg levels began to stabilize, and the patient was monitored over a 36-hour hospital stay before being discharged on july 30, 2025. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.